Event description:
It was reported that t-wave oversensing led to the patient receiving inappropriate shocks. The lead remains in use. No further patient complications have been reported as a result of this event. It was further reported that the ICD is programmed to "tip to rv coil" for sensing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported that t-wave oversensing led to the patient receiving inappropriate shocks. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.